Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). During follow-up, oversensing was noted on the right atrial (ra) lead. The lead was capped and replaced during an unrelated surgery to resolve the issue and the patient was in stable condition.